Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: h6: method codes: device history lot: a manufacturing record evaluation was performed for the finished device lot number (5l95668), and no non-conformances were identified. Investigation summary: the complaint device is not being returned, it was discarded, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (5l95668), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4).

Event description:
It was reported by the affiliate via complaint submission tool that during anterior cruciate ligament repair, when tensioning the white suture from the rgdloop adjustable stnd the suture snapped and that cause the construct to fail. The surgeon the same exact technique with the rgdloop adjustable stnd and the representative was present during the entire case. Upon inspection there was no abnormalities found of the button and the suture, the graft was measured at 10 mm and the reaming was done to this dimension, the quality of the bone was good and the patient was young, and the suture was tensioned at a straight line. The procedure was completed using a device from the competitor. No patient consequence was reported, however there was a 25 surgical delay. No additional information was provided.